Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to the device no longer inflating, which was caused by a fluid leak with unknwon source and location. All components were removed and replaced with a new ipp. There were no patient complications reported.